Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached at the strain relief. No further information was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: photo review: one electronic photo was reviewed. The photo shows the proximal end of an ultraverse 035 pta catheter including the proximal end of the catheter shaft, strain relief and hub of the device. It can be identified that the catheter has detached from the hub at some location at/under the strain relief. Based on the photo provided, a catheter detachment can be confirmed. Conclusion: the device was not returned. One photo was provided for review. Based upon the photo provided, the complaint investigation is confirmed for a catheter detachment. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter s a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Equipment for use: luer lock syringe/inflation device with manometer (10 ml or larger) potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly detached at the strain relief. There was no reported patient injury.